Event description:
Hcp reported that an MRI scan of the brain was done due to altered mental status and indicated that it was unrelated to the pump. It was questioned if the pump could have sped up or delivered too much drug. Additional information has been requested but was not available at the time of this report.

Event description:
Additional review indicated that the health care provider stated ¿altered mental status on event, and they don¿t know if it¿s the pump malfunctioning. ¿the patient was given narcan to see if ¿she¿ll snap out of it.¿ the infusion dose was 1.2765 mg a day.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model # 8709sc, serial # (B)(4), implanted: (B)(6) 2009, explanted: unk.